Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The customer complaint two coils (heli 10 tp cere, 5mmx10cm che10051030/lot unk), both have been checked according IFU. During the attempt to detach the first coil the detachment has been confirmed about the blue detachment box light and audible tone confirm the functionality. During the withdrawing of pusher wire the coil also has been withdrawn. After several tries with the same result they change the detachment cable but without success. They try to retrieve the coil it detached during the withdrawing attempt within the micro catheter (sl10) and has been pushed with the wire into the aneurysm. (As the micro catheter was jailt prof struffert would not lose the position of the coil with withdraw of the catheter) another coil of the same lot showed the same problem and has been also pushed with the wire. They finished the procedure with helipaq 4x8 coil . All marker positions of the detach marker were correct which the sales rep verified on the x-ray. The customer assumed a problem with the whole lot thus they sent also 6 unused coil will be sent back. The detachment control box used was old dcb (black) with the standard cable (lot c31080. The pre-deployment electrical check was performed prior to inserting in the patient, and it passed the test. All connections appeared to fit properly without application of excessive force. The same connecting cables and dcbs were used successfully with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no attempts made to detach the coil manually. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc.), and after removal from the patient, the coil remained attached to the delivery system. No additional information was available. No consequence for the patient. The helipaq (che100510-30, lot unknown is not being returned, therefore the coils failure to detach and its unintended detachment cannot be determined. A review of the manufacturing documentation cannot be performed as the lot number was not reported. Without the device, the reported event (resheathing failure) could not be confirmed, and with the limited information is not possible to determine the cause of the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The customer complaint two coils (heli 10 tp cere, 5mmx10cm che10051030/lot unk), both have been checked according IFU. During the attempt to detach the first coil the detachment has been confirmed about the blue detachment box light and audible tone confirm the functionality. During the withdrawing of puher wire the coil also has been withdrawn. After several tries with the same result they change the detachment cable but without success. They try to retrieve the coil it detached during the withdrawing attempt within the micro catheter (sl10) and has been pushed with the wire into the aneurysm. (As the micro catheter was jailt prof struffert would not lose the position of the coil with withdraw of the catheter) another coil of the same lot showed the same problem and has been also pushed with the wire. They finished the procedure with helipaq 4x8 coil . All marker positions of the detach marker were correct which the sales rep verified on the x-ray. The customer assumed a problem with the whole lot thus they sent also 6 unused coil will be sent back. The detachment control box used was old dcb (black) with the standard cable (lot c31080. The pre-deployment electrical check was performed prior to inserting in the patient, and it passed the test. All connections appeared to fit properly without application of excessive force. The same connecting cables and dcbs were used successfully with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no attempts made to detach the coil manually. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc.), and after removal from the patient, the coil remained attached to the delivery system. No additional information was available. No consequence for the patient. The helipaq (che100510-30, lot unknown is not being returned, therefore the coils failure to detach and its unintended detachment cannot be determined. A review of the manufacturing documentation cannot be performed as the lot number was not reported. The reported event was not confirmed, since the product was not received for analysis. Based on the limited information, it is not possible to determine the cause of the event. Additionally, the DHR indicated this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Lot number unknown; or was provided (but does not our records (B)(4) the product was received for analysis, and additional information will be provided within 30 days of receipt.

Event description:
The customer complaint two coils (heli 10 tp cere, 5mmx10cm che10051030/lot unk), both have been checked according IFU. During the attempt to detach the first coil the detachment has been confirmed about the blue detachment box light and audible tone confirm the functionality. During the withdrawing of puher wire the coil also has been withdrawn. After several tries with the same result they change the detachment cable but without success. They try to retrieve the coil it detached during the withdrawing attempt within the micro catheter (sl10) and has been pushed with the wire into the aneurysm. (As the micro catheter was jailt prof struffert would not lose the position of the coil with withdraw of the catheter) another coil of the same lot showed the same problem and has been also pushed with the wire. They finished the procedure with helipaq 4x8 coil. All marker positions of the detach marker were correct which the sales rep verified on the x-ray. The customer assumed a problem with the whole lot thus they sent also 6 unused coil will be sent back. The detachment control box used was old dcb (black) with the standard cable (lot c31080. The pre-deployment electrical check was performed prior to inserting in the patient, and it passed the test. All connections appeared to fit properly without application of excessive force. The same connecting cables and dcbs were used successfully with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no attempts made to detach the coil manually. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc.), and after removal from the patient, the coil remained attached to the delivery system. No additional information was available. No consequence for the patient.